Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes >2500 ohms impedance, exit block, and an inner coil fracture proximal to the suture sleeve. The insulation was also damaged in this area.